Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch and there have been a high number of low impedance paces. There were also some atrial high rate episodes that appeared to have noise. A chest x-ray was performed and they will increase follow up frequency. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1226t, pacesetter competitor lead, implanted: (B)(6) 1993. (B)(4).